Event description:
Additional information indicated a revision procedure was performed. The pocket was opened and no setscrew issues were noted. The header was flushed with sterile saline and a proper connection was made with normal measurements. Both the device and lead remain implanted at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed increase in pacing impedance measurements from 489 to 1926 ohms on the competitor's right ventricular (rv) lead. A technical services (ts) consultant indicated this could either be a lead or device issue and recommended performing an x-ray to confirm the competitor's lead integrity and connections. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.